Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user performed a supply change on the ilet and later noticed the infusion connector had become slightly loose while changing clothes; the caregiver tightened the connector, observed no leakage, and the system continued insulin delivery with blood glucose peaking at 230 mg/dl and then trending down per the corrective algorithm. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint handling review and user troubleshooting and education. Investigation of this case revealed that the device was delivering insulin and functioning as intended after the connector was resecured, with no alarms reported and hyperglycemia attributed to snacking, while the precise cause of the loosened connector remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear.